Manufacturer narrative:
Date of event: unknown when devices malfunctioned. This report is for (1) unknown (2.7 locking) screw/unknown lot number. PMA / 510k#: unknown. Implanted date: original hardware was implanted in 2009 due to the fracture. Explanted date: device was partially explanted on (B)(6) 2018. Complainant device is not expected to be returned for manufacturer review/investigation. Investigation requirements: product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch.

Event description:
It was reported that four screws were discovered broken during an elective removal of hardware on (B)(6) 2018 following successful healing of the fracture. Hardware was originally implanted in 2009 due to the fracture. During removal of the two distal humerus plates it was noted that there were four broken screws. The first plate had two 3.5 cortex screws, two 3.5 locking screws, and five 2.7 locking screws. The second plate had two 3.5 cortex screws, one 3.5 locking screw, and three 2.7 locking screws. All devices were successfully removed except the shafts of the four broken screws 1 (2.7 locking screw) and 3 (3.5 cortex screws). There was no surgical delay. Four mini-fragment screws that were independent of the plates were left in the patient. The surgery was successfully completed. Concomitant medical devices: 3.5mm post lateral distal humerus place (part 241.274, lot 1975171, quantity 1), 3.5mm medial distal humerus plate (part 241.284, lot 1974926, quantity 1). This complaint involves two device. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
510k: this report is for 3 unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for 3 unknown cortex screws/unknown lot. Concomitant parts: 11 unknown trauma screws.

Manufacturer narrative:
Therapy date of concomitant device is in 2009. The exact date is unknown. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.